Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "occlusion" and ¿bruising¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are known potential adverse events addressed in the product labeling.

Event description:
Clinic owner reported patient was injected with juvéderm ultra, and experienced occlusion to the lower lip. The patient was treated with 2 vials of hylenex immediately and injector assessed the patient and blood flow was immediately restored. There was bruising present after vigorous massaging with several warm compresses. It's noted ¿[patient] appears to be recovering well from the event. At this time, it does not appear like [patient] will need additional medical treatment.¿